Event description:
During a wedge resection procedure, the device could't fire completely and stopped. Then opened the lever by hands. Another device was used to complete the case. No patient consequence.